Event description:
It was reported that there was a tachy episode recorded by the implantable cardiac monitor that looked to be noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).